Manufacturer narrative:
Eval method - the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including an ipg, on (B)(6) 2008. It was reported the ipg was explanted and replaced due to a loss of stimulation and suspected battery depletion. The patient's programmed parameters were not available to calculate the expected end of life. The explanted ipg was returned to the MFR; however, analysis of the device is currently in process. The results will be forwarded when available. F/u on the patient found no further issues reported.